Event description:
It was reported that while patient was in the clinic abnormal sounds along with a ventricular assist device hum were heard during auscultation of the chest. Log file analysis captured low flow events on (B)(6) 2022. There were also several low flow flags when the pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported abnormal sounds could not be confirmed through this evaluation. Additionally, review of the submitted log files revealed a low flow alarm. A specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file captured a transient low flow alarm on 05dec2022. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-024871, and no further related issues have been reported at this time. The relevant sections of the device history records for mlp-024871 were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU instructs the user to ¿notify appropriate personnel if there is a change in how the pump works, sounds, or feels.¿ section 1 of the IFU also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the cause of the abnormal pump sounds was not identified. Additionally, the cause of the low flow alarms was not identified but the alarms resolved and were reportedly not abnormal for the patient. The patient was asymptomatic and test results for complete blood count (cbc), comprehensive metabolic panel (cmp), lactate dehydrogenase (ld), magnesium (mg), prothrombin time/international normalized ratio (pt/inr), and n-terminal pro b-type natriuretic peptide (nt pro-bnp) were normal.